Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure the faradrive had visible air. A new sheath was used to complete the procedure. No patient complications occurred. The device is not expected to be returned. The catheter used also had steering issue and was exchanged. It was further reported the local representative, confirmed, air was seen in the sheath during preparation and during the procedure. The dilator was the only device inside the sheath prior to and at the time the air was observed. A pressure bad was used for irrigation. Excessive bubbles were observed in the aspiration syringe. No air was seen in the patient. The farawave did not enter sheath until the sheath was exchanged.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of visible air/bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU).2. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause no established and supporting evidence that came to this conclusion. Based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure the faradrive had visible air. A new sheath was used to complete the procedure. No patient complications occurred. The device is not expected to be returned. The catheter used also had steering issue and was exchanged. It was further reported and confirmed by local representative, air was seen in the sheath during preparation and during the procedure. The dilator was the only device inside the sheath prior to and at the time the air was observed. A pressure bad was used for irrigation. Excessive bubbles were observed in the aspiration syringe. No air was seen in the patient. The farawave did not enter sheath until the sheath was exchanged.